Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with lavh-rso, left ovarian transposition, uterosacral colposuspension, peritonectomy including omentectomy and liver biopsy, due to pop, sui, chronic pelvic pain and chronic dysmenorrhea. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia and vaginal scarring. On (B)(6) 2011 the patient underwent a mesh explant due to erosion and chronic dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 1/31/2019 additional narrative: it was reported that the patient died on (B)(6) 2016. No additional information was provided.